Event description:
My dexcom g7 continuous glucose monitor sensor wire broke off in my arm when I took the sensor off. It had provided me a warning that the sensor was nonfunctional and to remove the sensor the night of (B)(6) 2023 around 11:30 pm, and when I went to remove it in the morning I noticed that there wasn't a wire attached to the sensor. A small part was sticking out of my arm, which I removed with tweezers, but the rest broke off in my arm. I'm still waiting to see if it will come out (on the advice of the dexcom technical support line) or will need to be surgically removed.